Event description:
Oral surgical drill handpiece over heated during surgery which resulted in a thermal burn where pt's lip contacted handpiece. Rptr follows all MFR recommendations for cleaning & lubrication of handpieces, but continue to experience excessive heat build-up during operation.